Event description:
It was reported that this left ventricular (lv) lead was suspected to be not working. Boston scientific technical services (ts) discussed that after reprogramming, the lead is now working. No out of range measurements noted and the lead appears to be functioning as programmed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.